Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer stated that this was the third time the device stopped working. He stated that he was unable to clear the alarm; he removed the battery but could not solve the issue. He discontinue the use of the device and reverted to manual injections the blood glucose at the time of the incident was 220 mg/dl. During troubleshooting, it was found that the device was stuck in rewind mode. The customer was assisted with doing the rewind and fill cannula but the device would not proceed. They finally placed the reservoir inside the insulin pump and the main menu could be accessed. The alarm history was checked and it showed a battery out limit alarm, two no delivery alarms and a bad battery alarm. The customer stated the battery was out of the device for longer than allowed. He was unable to complete troubleshooting. The device will not be returned for analysis.